Event description:
A customer contacted baxter's (B)(4) requesting assistance to end therapy on the homechoice (hc) machine during the initial drain. The home patient (hp) stated she knocked one of the lines out of one of the bags while in the initial drain. The hp disconnected, ended therapy and would set up with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, the pd rn stated there was no patient injury or medical intervention related to the incident. The device was discarded and the patient was aware of the proper procedures.